Event description:
05/09/2025 - two devices were returned for evaluation. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. Eight photographs of two 4.5 fr microintroducers were returned for evaluation. An initial visual observation of the photographs showed two damaged microintroducers. The photographs depicted one of the samples exhibited a bulge at the tip of the sheath with splits on either side. An additional small split could be seen at the sheath edge. Slight buckling to the sheath was observed proximal the bulge. The dilator was observed to be bent on one of the samples. Use residue was observed on the sample in the returned photographs. The other photograph (#7) which depicted another sample exhibited buckling and the tip of the sheath, but the dilator appeared to be straight. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer while placing the catheter, the head of the catheter sheath was found by the head of the nurse manager to be bent and curled, and the catheter could not be placed. After taking it down, the white portion of it fell off when viewed.